Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead had rising thresholds and did not have safety margin program on. Bipolar threshold were measureing 2.6v @ .6 and then 2.4v at 1 msec. Checked unipolar and threshold was 2.sv @ .3msec so changed to unipolar. Thresholds were stable. R-was 1.9, patient has been ablated. Patient complained of palpations. In logbook, events stored with ap-vp (vs) so believed that this was a ventricular loss of capture from the rv lead. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).